Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had expired. The cause of death was due to complications related to other co-morbidities, including (B)(6) although requested, additional information was not provided.